Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had unexpected restart error alarm multiple times. The customer blood glucose level was 232.2 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm or watchdog timeout alarm noted.